Event description:
The product was used during a lung lobectomy procedure. Reportedly, the staples did not form properly. The veterinarian did not have any additional info at this time.

Manufacturer narrative:
Device not available for evaluation.